Manufacturer narrative:
The actual sample was not returned to ashitaka factory for evaluation. With no lot # information the investigation was limited to user facility information and samples from the current production run of the involved product code. A visual inspection did not reveal any defects. A magnified inspection of the sample did not reveal any anomalies that would have contributed to the reported issue. The outside diameter was measured along the length and was found to meet specification. The adhesion level of the polyurethane coating to the core wire was assessed, and no anomalies were found. The production lot number was not provided by the user facility, which prevented review of applicable production or complaint records. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information from the user facility the event description is most consistent with the device being used in conjunction with a metal entry needle or a metallic device such as an endoscope. The potential for such an event is addressed in the instructions-for-use. The IFU states: "do not use the glidewire with devices which contain metal parts such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the glidewire plastic coating to shear and/or sever the wire." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported that during a procedure, the polymer material from the tip of the glidewire was believed to be sheared off causing a reaction in the patient. Follow up communication with the user facility confirmed the following: the patient had a renal angiogram with attempted renal embolization to reduce likelihood of hemorrhage in anticipation of a partial nephrectomy to treat a renal angiomyolipoma; procedure was unsuccessful due to markedly tortuous renal vasculature and vasospasm; the patient tolerated the procedure well and went on to partial nephrectomy about a month later; the kidney tissue was examined after the nephrectomy and inflammatory changes were noted in the area of the attempted embolization; polymer material from the tip of the glidewire catheter was noted as was a foreign body giant cell reaction around embolized (polymer) material; the patient was not harmed and the reaction would not have been discovered if the patient did not return.